Manufacturer narrative:
Section d: serial and catalog number.

Manufacturer narrative:
Tandem clinical manager requested the pump settings for when customer used basal iq and for control iq which was currently being used to help better understand how to assist the customer. Clinical manager inquired if the customer was not bolusing for all of the carbohydrates or entering carbohydrates differently. Additional information received indicated that the customer's pediatrician has had no contact with the customer and parent in the past couple of weeks which indicated there have been no further issues. Pediatrician stated that the carbohydrates were not entered into the pump differently and did not provide the pump settings. Reportedly, pediatrician planned on meeting with the customer for a check-up on (B)(6) 2021 and would review carbohydrate entries.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced more blood glucose (bg) fluctuations (36-360 mg/dl) with the start of the control-iq software. Customer's sleep mode values were "good". Although requested, additional information was not provided. Reportedly, customer continued to use pump for insulin therapy.